Manufacturer narrative:
The pipeline flex will not be returned as it remains implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. Mooney ma, moon k, gross ba, et al incidence of delivery wire recapture failure with the pipeline flex device journal of neurointerventional surgery published online first: 18 january 2017. Doi: 10.1136/neurintsurg-2016-012856. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from literature that a patient underwent retreatment after pipeline flex implantation. The objective of this article was to prospectively document the incidence of failure to recapture the pipeline flex delivery wire (d efined as unsuccessful recapture of the wire after braid deployment that required complete removal of the wire and microcatheter.) Eighteen pipeline flex devices were deployed in fifteen patients. Failure to recapture the delivery wire occurred in 10 of 18 (56%) cases. The article stated that patient 2 underwent pipeline flex implantation in the treatment of an internal carotid artery (ica) pseudoaneurysm. The patient later underwent implantation of an additional pipeline flex due to a recurrent pseudoaneurysm.